Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: there was a loss of prime warnings associated with changing the cartridge or the load step not being performed after a pump reboot event observed in the device's black box. The pump was exercised for 24 hours with a 1 unit per hour basal program. There were no loss of prime or prime related warnings duplicated during the duration test. The pump passed a force sensor calibration check. The force sensor pins were properly seated and the solder connections were intact. There was no evidence of contamination or cracked force sensor traces. There was no evidence of moisture or loose components inside the pump. Unrelated to the initial allegation, there was a battery compartment crack observed below the grip pad.